Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the starclose se flex guide broke/kinked, and remained in one piece. It was not indicated the method used to achieve hemostasis. There were no reported adverse patient effects. The physician is trained in the use of the starclose se device. Though requested, no additional information was provided, as the physician did not recall any more details regarding this event.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (Date of event): the facility reporter indicated the event occurred in the past this year. The date of (B)(6) 2011 is being used as the best estimated date. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the plunger fully engaged, safety release button fully proximal, the thumb advancer partially deployed (0.5 inches short), the hub fully engaged, fully slit but torn sheath, bent garage leaves and open wings. The internal observations revealed undisplaced catch, undeployed pusher block, carved flex-guide at proximal end, and detached flex-guide. The device was returned without having the clip firing mechanism activated to fire the clip and the returned condition substantiated the reported product experience of the starclose se flex guide broke/kinked, and remained in one piece. The proximal end of the flex guide was carved by the delivery tubeset when depressing the plunger to deploy the locator wings and initiate the thumb advancer deployment and sheath splitting, resulting in bent garage leaves that punctured and tore the sheath when advancing the thumb advancer. However, the sheath splitting was complete and the thumb advancer was just approximately 0.5 inch short of completion. Because the thumb advancer was most likely advanced against resistance caused by flex guide carving at the proximal end, the flex guide was severely torn. The returned condition indicated that there was resistance during the thumb advancement and difficulty during the device removal. Clarification was requested from the account whether resistance was encountered while advancing the thumb advancer and removing the device and the response obtained from the site indicated that there was no resistance/difficulties encountered. No manufacturing or quality deficiency was detected. Contributing factors for flex guide carving at the proximal end can include, but are not limited to: manufacturing, challenging anatomical conditions, and incorrect deployment technique. The report received did not include any anatomical information. Failure to maintain alignment between the tubeset and flex guide when depressing the plunger to initiate the thumb advancer deployment can cause the tubeset to carve into the flex guide. Also, advancing the thumb advancer against excessive resistance can bend the garage leaves, shred the sheath, and tear the flex guide, as observed. Based on the investigation findings, the probable cause for the carved flex guide at the proximal end and subsequent bent garage leaves, shredded sheath, and torn flex guide was determined to be a failure to maintain alignment between the tubeset and flex guide when depressing the plunger to initiate the thumb advancer deployment. Review of the device history record did not reveal any nonconforming material records associated with this lot. A query of the complaint handling database for this lot revealed no similar incidents. There does not appear to be any indication of a lot specific product quality deficiency. Every flex guide is inspected for proper assembly during manufacturing. The garage tube leaves are inspected for proper assembly during manufacturing.